Manufacturer narrative:
Unit had button error alarm due to flattened dome switch at act button on keypad trace. Unable to verify motor error alarm , a-21 alarm, a-17 alarm and battery out limit alarm due to keypad damage. Unit had cracked at corner display window. Motor was tested outside of the device and passed the motor tests. No damage found on motor and c13/ib. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was performed. The device was returned for analysis.